Event description:
It was reported that the c-arm continued to move after letting go of the drive button. No injury reported. A field engineer was dispatched to the site and it was determined that the linear actuator needs to be replaced.